Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro thumb cutting handle was not clicking upon pulling like the customer has come to know the disposable to do. Customer completed case with same unit. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro thumb cutting handle was not clicking upon pulling like the customer has come to know the disposable to do. Customer completed case with same unit. The hospital did not report any patient effects.